Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. -olympus repair center could reproduce the reported phenomenon. -all indicators on the front panel were lighted. -the endoscopic image was not displayed. -the inner circuit board had a malfunction. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the failure inner circuit board. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the preparation for use before the oesophagus gastro duodenoscopy scope (ogds), the image on the monitor suddenly disappeared. Then the monitor displayed the image, but the patient data and the endoscopic image was not displayed. Also, the user could not perform the white balance and the keyboard did not work. Olympus field service engineer confirmed the device and found that all leds of the front panel flashed and did not work. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.